Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the scrub nurse test fired the clip appliers (they load the first clip every time before they hand the clip applier to the surgeon to make sure it is working properly). The firing handle seemed to have locked out as she tried to load the first clip and when the clip finally came out, it was malformed and just fell out of the jaws. Another device was used for the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.